Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemlung oxygenator and tandemheart pump. The incident occurred in (B)(6). Based on available information no device malfunction could be identified thus the reported event was most likely related to non livanova products or related to patient conditions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned.

Event description:
Livanova received report that the intra vescicular pressure increased during ECMO support. The intra vescicular tubing (non livanova products) were exchanged with no resolution of the problem thus it was decided to replace the two (2) tandemlung oxygenators and the tandemheart pump used in the circuit. Two packed red blood cells (prbcs) were given to the patient to recover the blood lost in tubing and oxygenators during change-out. There was no report of patient injury.

Manufacturer narrative:
Staff decided to replace the entire circuit (pump and both oxygenators). A blood transfusion was performed to the patient in order to compensate blood loss inside the circuit during change-out. The event occurred after 6 days of support with claimed oxygenators on covid-19 patient. No additional information has been provided. Serial number of the oxygenators were not documented, thus DHR review cannot be performed. Based on similar event coming from other customer, the high transmembrane oxygenator pressure gradient is related to the increase of hydraulic resistance as a result of undesired cellular activation associated with platelet adhesion and fibrin layer deposition inside the oxygenator (covid-19 disease can contribute/lead to clotting formation due to a higher incidence of coagulopathy and thrombosis). This type of event is a multi-factorial phenomenon possibly triggered by a combination of clinical procedure, therapies (e.g. Anticoagulant prescription, heparin composition and priming composition) and patient-specific health conditions. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.